Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line, component separation and leakage. The following information was provided by the initial reporter: chemotherapy continuous infusion line was beeping "air in line". Nurse went to inspect line and remove from chamber and line disconnected from blue port. Chemo spill to floor, patient not affected.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 22035958. Medical device expiration date: 31-mar-2025. Device manufacture date: 12-mar-2022. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: the customer reported that the set alarmed "air in line" and was separated. The 2420-0007 sample returned was fresh out of the bag, and unused. The sample was separated at the upper fitment, and the complaint is verified. There was minimal evidence of the ring retainer being applied to the silicon tubing, and the root cause is traced to assembly error. Calipers used for dimensional analysis on the blue plastic and the silicon, both passed drawing specification. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line, component separation and leakage. The following information was provided by the initial reporter: chemotherapy continuous infusion line was beeping "air in line". Nurse went to inspect line and remove from chamber and line disconnected from blue port. Chemo spill to floor, patient not affected.